Event description:
It was reported on (B)(6) 2016 that the patient was seen in clinic that day and high impedance was observed during device diagnostics. It was also noted that the patient's medication levels were not therapeutic. The physician reported that the patient had a revision of the generator on (B)(6) 2015. He had a recent follow-up in the clinic on (B)(6) 2016 and interrogation demonstrated that there is high lead impedance. The patient notes having an increase in seizure frequency over the past one or two months and his most recent seizure was (B)(6) 2016. He had a chest x-ray from (B)(6) 2015 showing no fracture. However, he subsequently had a neck and chest x-ray performed on (B)(6) 2016 and this demonstrates no fracture of the lead, no pull out or displacement of the electrode either and the pin of the electrode appears to be fully seated within the generator. Interrogation of the device demonstrates high lead impedance of greater than 10,000 ohm. The surgeon is concerned that there is a problem with either the patient's electrode function or possibly with scarring around the nerve or possibly a pullout of the electrode from the generator. The physician said they had demonstrated a good lead impendence during surgery and a value of 2556 ohm was demonstrated at the time of the (B)(6) 2016 operation which would suggest against the likelihood of new onset of scarring between the electrode and the nerve. The physician says that the prospect of an electrode fracture that is too small to appreciate on the x-ray would be the most likely scenario and for this to be due to perhaps a kink at the chest wall pocket with the repositioning of the generator after the generator revision would be the most likely scenario. The physician referred the patient for surgery. Although surgery is likely, it has not occurred to date.

Event description:
The lead was replaced on (B)(6) 2016 for high impedance and lead discontinuity. Impedance was within normal limits after the lead was replaced. The explanted lead has not been received to date and will only be released to the patient by the explant facility.